Event description:
It was reported that when using the universal oscillating saw attachment, it stopped working suddenly, they had to use a new power system because the handpiece for the oscillating saw had the sawblade fixation teeth broken (5 of 8 teeth). No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/14/2012. Eval of the device observed that every device displayed positions where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.